Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: shaky. A patient reported they were able to test for many months. Their meter allegedly would display missing segments. Customer can not remember the readings on meter. Treatment was insulin increased due to high readings. Customer had to purchase another meter to test since this one didn't work. No further information has been reported.